Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose level was 126 mg/dl. During troubleshooting with technical support, a new cartridge was loaded. The alarm cleared and customer resumed pump therapy.